Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose and protruded drive support disk. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.

Event description:
It was reported that the customer had a compromised force sensor system alarm during prime/fill on the insulin pump. Customer's blood glucose level was 14 mmol/l. Customer stated that the insulin was squirting out. The motor does not detect the reservoir. Customer cannot leave this process. Pump will be returned for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)